Manufacturer narrative:
(B)(4).

Event description:
It was reported that gaps with data occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the patient closing the mobile app which led to signal loss. The reported event of gaps with data is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.